Manufacturer narrative:
The reference to previous percutaneous lead (driveline) repair is covered under medwatch MFR# 2916596-2015-01646. Unique identifier (UDI) # (device identifier): (B)(4). The patient remains ongoing with the device however, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. Approximate age of device- 1 year & 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient presented to the clinic with driveline damage at the site of a previous driveline replacement. The damage was at the grey sleeve covering the prior replacement. There were no alarms for the event and pump function was not affected. The patient was asymptomatic and was sent home with the damaged area immobilized. On (B)(6) 2017, the manufacturer's technical services representatives arrived on site and performed a distal end percutaneous lead (driveline) replacement. After the replacement the lvad system was connected to a grounded power module patient cable, and no additional alarms occurred. No additional information was provided.

Manufacturer narrative:
The report of damage to the patient's prior percutaneous lead (driveline) replacement site was confirmed through the evaluation of the submitted photos from the account and the evaluation of the returned portion of the driveline. Approximately 15 inches of the driveline was returned. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Examination of the previous driveline repair revealed that the gray shrink tubing over the previous repair site was fractured approximately 7 and 9 inches from the metal connector. The black shrink tubing was also fractured approximately 7 inches from the metal connector, exposing the underlying wires. Metal braided shield breakdown was observed approximately 4¿ 6 inches and 10.5 inches from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to a functional issue. The patient remains ongoing on vad support, and no issues have been reported since the distal end driveline repair. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.